Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device failed functional testing relating to the positive flow verification test step. The software was upgraded to address the issue. Run-in testing was performed again and the device passed.